Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient presented to the emergency room due to syncope. Review noted that the patient's ventricular rate had dipped below the lower rate limit before ventricular pacing started during a stored episode on the day of the syncope. No out of range lead measurements were noted, although pacing thresholds were not recorded. The emergency room physician reportedly planned to refer the patient to her cardiologist. No additional adverse patient effects were reported. The pacemaker remains in service